Manufacturer narrative:
The web device was returned inside of the via17 microcatheter. The web pusher wire was advanced through the catheter to find that no implant was returned with the device. The pusher wire advanced without resistance. A resistance reading was taken at the contacts of the pusher wire and displayed a sporadically high reading. The contacts of the returned device were inserted into the two ancillary wdcs and displayed a red light. The controllers were tested. Pcb test probes were inserted into the controllers to test the wdc's responses. Both wdcs functioned normally. No abnormal response was observed from either device when the test probes were inserted. The contact area was viewed under magnification; the externally visible wiring was still intact, but minor bends were noted that may have contributed to the intermittent high resistance reading. The reported complaint is non-verifiable. The implant was not returned for evaluation. The review of the returned pusher found intermittently high resistance readings which could cause a non-detachment scenario. The connector was bent which may have contributed to the intermittent reading; this damage is consistent with the device experiencing forces over specification. The two detachment controllers were returned and found to function normally. Since the implant was not returned, the evaluation of the monofilament could not be performed to determine if the implant detached using the controller or due to tensile force. The evaluation of the pusher aligns with the non-detachment that was described, but without the implant, the complete investigation cannot be definitively determined.

Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. The device was returned for evaluation; the analysis is underway.

Event description:
It was reported that a web device was being used to treat an aneurysm, but would not detach from the delivery pusher. The web was removed from the patient, but the implant detached within the microcatheter. There was no reported patient injury or intervention.